Manufacturer narrative:
Clinical investigation: there is a temporal relationship between peritoneal dialysis and the use of the liberty select cycler with liberty cycler set and the patient event of fluid volume overload and subsequent peritonitis with hospitalization. However, there is no documentation of a liberty select cycler malfunction or a cycler set defect reported for this event. Although the patient was reportedly experiencing issues with the cycler, the patient was found to have a clogged and non-functioning pd catheter which could account for the drain complications encountered during treatment. The patient never reported the cycler issues to the pdrn and then refused to complete manual exchanges furthering the symptoms of fluid overload. There is no information related to the reported peritonitis diagnosis. It is unknown if the patient was even completing pd treatments at the time of developing the peritonitis. Although no information was provided related to culture results or the determined cause of the reported peritonitis, all pd patients are at risk of peritonitis due to a compromised immune system and the increase of potential for microbial contamination from dialysis techniques. Most cases of peritonitis are caused by touch contamination by the patient with the pd catheter being a source of entry for organisms into the peritoneum. Based on the information provided with the pd catheter being clogged and non-functioning as well the patient¿s refusal to complete manual exchanges, and no evidence of a malfunction or defect, the liberty select cycler and cycler set can be excluded as the cause of the patient¿s fluid overload. Additionally, with the limited information and no allegation of a malfunction, deficiency, or defect the liberty select cycler and cycler set can be excluded as the cause of the patient¿s reported peritonitis event. The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A peritoneal dialysis registered nurse (pdrn) reported that the patient was hospitalized on (B)(6) 2025 due to fluid related issues as the patient was not doing treatments because the cycler was not functioning and the cycler replacement was not received. Additional information was provided through follow-up with the patient¿s peritoneal dialysis registered nurse (pdrn). The patient reportedly began experiencing unspecified issues with the liberty select cycler on (B)(6) 2025. The issues were not reported and the pdrn was not aware that the patient was having problems until the patient¿s spouse brought the cycler into the clinic on (B)(6) 2025. The spouse was advised to contact technical support to report any issues the patient was encountering and to request a replacement. Additionally, the pdrn stated that the patient needed to come into the clinic for an evaluation. The patient had refused to come to the clinic. The spouse reportedly contacted technical support over the next few days for a few issues including drain complications in which a replacement cycler was issued upon the demands of the spouse. The patient had been instructed to complete manual exchanges while waiting for the replacement cycler. The patient refused to complete manual exchanges. The replacement cycler was received, however; the patient stated it wasn¿t working. On (B)(6) 2025, the patient was admitted to the hospital for fluid overload. Subsequently, the patient was diagnosed with peritonitis. Additionally, the patient¿s pd catheter was found to be clogged and not functioning. This information was provided by the patient¿s spouse and the pdrn did not have any hospital records. The patient remained hospitalized. The cause of the peritonitis was unknown.

Manufacturer narrative:
Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the products shipped to the patient for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius liberty cycler sets shipped to this account within the selected time frame. The entire set of lots have been sold and distributed. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Event description:
A peritoneal dialysis registered nurse (pdrn) reported that the patient was hospitalized on (B)(6) 2025 due to fluid related issues as the patient was not doing treatments because the cycler was not functioning and the cycler replacement was not received. Additional information was provided through follow-up with the patient¿s peritoneal dialysis registered nurse (pdrn). The patient reportedly began experiencing unspecified issues with the liberty select cycler on (B)(6) 2025. The issues were not reported and the pdrn was not aware that the patient was having problems until the patient¿s spouse brought the cycler into the clinic on (B)(6) 2025. The spouse was advised to contact technical support to report any issues the patient was encountering and to request a replacement. Additionally, the pdrn stated that the patient needed to come into the clinic for an evaluation. The patient had refused to come to the clinic. The spouse reportedly contacted technical support over the next few days for a few issues including drain complications in which a replacement cycler was issued upon the demands of the spouse. The patient had been instructed to complete manual exchanges while waiting for the replacement cycler. The patient refused to complete manual exchanges. The replacement cycler was received, however; the patient stated it wasn¿t working. On (B)(6) 2025, the patient was admitted to the hospital for fluid overload. Subsequently, the patient was diagnosed with peritonitis. Additionally, the patient¿s pd catheter was found to be clogged and not functioning. This information was provided by the patient¿s spouse and the pdrn did not have any hospital records. The patient remained hospitalized. The cause of the peritonitis was unknown.